Event description:
It was reported that following an unspecified thoracic surgical procedure, the shock impedance measurement of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 65 ohms to 35 ohms. Boston scientific technical services (ts) was contacted for troubleshooting and the low, but still in-range, shock impedance measurement persisted. There was no evidence of noise. Ts suspected a potential pleural effusion, which was subsequently confirmed. Information has been requested regarding the event resolution, but a response was not received. Recently, the patient performed a remote data transmission, and ts confirmed that the impedance was gradually rising back to the previous values. At this time, the patient is hospitalized and the s-ICD remains implanted.